Event description:
Procedure type: unk. According to the reporter: the doctor found the cannula too tight when she put obturator trocar into cannula, and he found there are some debris after the trocar has been put into the cannula. No pt injury was reported. Additional info was requested, however nothing has been received as of yet.

Manufacturer narrative:
(B) (4).